Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The patient's medical history included uterine fibroids, menorrhagia, blood loss anemia, uterine bleeding, hyperplasia and cramp in lower abdomen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2019 (as per mr discrepancy noted) in removal date discrepancy noted insertion date on (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: specimen source. A uterus, cervix and bilateral fallopian tubes. Clinical impression: abnormal uterine bleeding/uterine fibroids. Procedure: lavh, bilateral salpingectomy. Diagnosis: uterus with detached cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: no significant pathologic abnormality. Uterine body: benign secretory endometrium negative for hyperplasia or atypia; adenomyosis; leiomyoma. Bilateral fallopian tubes: no significant pathologic abnormality dismissal summary. Discharge diagnosis: 1. Uterine fibroids. 2. Acute blood loss anemia, secondary to surgery. Postoperative diagnosis: 1. Uterine fibroids. 2. Acute blood loss anemia, secondary to surgery. Procedure: laparoscopically assisted vaginal hysterectomy with salpingectomy converted to laparotomy for removal of large uterine fibroids on (B)(6). Hospital course: the patient is a 36-year-old, g4, p3, 0-1-3 with a chief complaint of large uterine fibroids and abnormal uterine bleeding. Ultrasound demonstrated an 8.7 x 9.9 x 8.9 cm intramural fibroid in the posterior wall of the uterus. She underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) under general anesthesia. Findings were an approximately 900 g uterus. Bilaterally her ovaries appeared normal. The surgery was converted to a laparotomy for removal of the uterus which I was unable to accomplish vaginally. Postoperatively she did well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received- new event uterine bleeding was updated with the event medical device removal. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.